Event description:
It was reported that the customer received a motor error alarm. His blood glucose level was 324 mg/dl. The insulin pump was stuck in the rewind loop. He was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.